Event description:
End user reported within the last two weeks rash has developed under the tape border. He described this rash as raw. This rash does not extend beyond the tape or under the mass. It is located at the 4 o'clock position on the peristomal skin and measures between 25 mm and 38 mm. He had a similar rash in 2009 and did seek medical attention at that time. He is currently using that prescription metrazol powder to treat.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user was instructed to check the expiration date on the metrazol powder and contact his primary physician. He was also instructed on crusting techniques, using stomahesive powder or antifungal powder according to his doctor's instructions, and allkare protective barrier wipes. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive moldable wafer and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.